Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent was damaged and moved on the balloon. The 85% stenosed lesion was located in a moderately tortuous and moderately calcified left anterior descending artery to the ostium of the first diagonal artery. The lesion was predilated with a 1.5mm maverick balloon. A 2.25x16mm taxus liberte' atom drug eluting stent was advanced to the lesion but got stuck in calcium. Using a dottering technique the physician advanced the delivery system; however, the stent became loose on the balloon due to being stuck in the calcium. The physician pulled back the delivery system with the stent, but due to the concern that the stent may dislodge during removal the shaft of the stent delivery system was cut and a snare was used to remove the distal end of the device. When the device was removed from the patient stent damage was noted, the edge of the stent had flared. The procedure was completed with another taxus liberte' atom stent. No patient injuries or complications occurred. Patient status is listed as 'fine.'

Manufacturer narrative:
Device evaluated by manufacturer - the returned product consisted of an over-the-wire (otw) taxus liberte stent delivery system (sds) with an unidentified guidewire in the lumen of the sds. The manifold was separated from the sds catheter and not present among returned components. The remaining length of the sds catheter was approximately 132 cm. Microscopic examination of the distal components revealed that the stent moved approximately 16mm proximally from distal marker band and had proximal end stent struts extending back up to 90 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent was damaged and moved on the balloon. The 85% stenosed lesion was located in a moderately tortuous and moderately calcified left anterior descending artery to the ostium of the first diagonal artery. The lesion was predilated with a 1.5mm maverick balloon. A 2.25x16mm taxus liberte atom drug eluting stent was advanced to the lesion but got stuck in calcium. Using a dottering technique the physician advanced the delivery system; however, the stent became loose on the balloon due to being stuck in the calcium. The physician pulled back the delivery system with the stent, but due to the concern that the stent may dislodge during removal the shaft of the stent delivery system was cut and a snare was used to remove the distal end of the device. When the device was removed from the patient stent damage was noted, the edge of the stent had flared. The procedure was completed with another taxus liberte atom stent. No patient injuries or complications occurred. Patient status is listed as fine.

Manufacturer narrative:
(B)(4).